Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that customer had low blood glucose of 37 mg/dl and was alerted of low blood glucose due to wearing sensor which customer was happy about. A reply was sent to customer via social media to contact the helpline for further assistance.